Manufacturer narrative:
This pump was received with horizontal black lines due to cracked liquid crystal display screen. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage. Customer's blood glucose level was 350 mg/dl. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.